Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. The clamping mechanism was deformed and knife-bar assembly was buckled. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions such as clips are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. Replication of the deformed clamping mechanism may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic transit bipartition procedure, there was no b formation through the staple line. It was also reported that the staple line was incomplete distally that was fixed by changing the staple and reload. There was no patient injury.